Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the biomed was doing the 2000 hour preventive maintenance service and after replacing the parts, the biomed was getting an error 3 during calibration. The actual flow was 0 but the inlet pressure and circulation pump speed indicated a stuck flow meter. Per follow up via biomed on 03dec2020, flow meter was faulty and would replacing onsite. No patient involvement when issue found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed was doing the 2000 hour preventive maintenance service and after replacing the parts, the biomed was getting an error 3 during calibration. The actual flow was 0 but the inlet pressure and circulation pump speed indicated a stuck flow meter. Per follow up via biomed on 03dec2020, flow meter was faulty and would replacing onsite. No patient involvement when issue found.